Manufacturer narrative:
An MDR was initially filed for this complaint record under MDR #3006575795-2024-00694. A follow-up MDR is being submitted to clarify that the complaint was reported by mistake and is not reportable event. According to the gfe with the technician who reported the issue, this device was reported by mistake. This complaint will be voided and closed. Final complaint category selection will show "1dup1: complaint duplicated" as the closest code available to select to void a record.

Event description:
On 08/08/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have failed the ground resistance test. The value was 05-ohm, it was greater than the standard rate 0.10-ohm. No report patient was involved.

Manufacturer narrative:
Please note this report was originally submitted on august 29, 2024, with MDR 3006575795-2024-00694. Upon submitting a follow-up report, it was rejected due to the initial MDR having not been submitted. When the MDR report number was verified, it was concluded that the initial report on august 29, 2024, was submitted under MDR 3006575797-2024-00694 vs. The actual MDR 3006575795-2024-00694 assign to the complaint. Intuvie, has concluded this was an esubmiter error, as the MDR number 3006575795-2024-00694, was originally copied and pasted. This has not been the first incident this has happened upon submitting reports through esumbitter. There are previous complaints on the device not related to the issue. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump failed the ground resistance test. The value is0.5-ohm, it greater than the standard rate 0.10-ohm. Consequently, it necessitated replacing the "power filter module" to address the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).